Manufacturer narrative:
The name of the initial reporter was provided by the site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The gantry side switch was returned by the manufacturer and still under analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system was driven into a wall and the front gantry side door cage was bent and the switch broke as a result. A new gantry side switch was installed, the metal cover was straightened out, the motion was calibrated and the system was tested. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that pre-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, when performing a confirmation spin afterthe case, the system would not recognize when the gantry was closed, and the pendant kept stating that the door was open when it was not. The site rebooted the system without resolution. The site also applied pressure to the gantry to try and engage the door open pressure switch, with no resolution. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The cable door assembly was returned to the manufacturer for analysis. Analysis found that the reported problem was unable to be confirmed. Visual inspection of the returned assembly noted that it was incomplete. The microswitch was missing therefore functionality was unable to be checked. With the microswitch missing, the state would not change as expected resulting in incorrect door status. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.